Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) level of 440 mg/dl. At the time of the report with tandem technical support the customer was still in the hospital and a correction bolus via the pump was delivered to address bg. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however troubleshooting could not be completed and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.